Event description:
There was no patient involved in this event. This device malfunctioned because the device was switching on automatically.

Manufacturer narrative:
The device records 53 log entries between april 2007 and the 6th february 2015. The device records 53 manual power ups of under up to 6th february 2015, 18 of which last ten minutes in duration. No further log entries were recorded. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.